Manufacturer narrative:
Correction: d8 was unintentionally left blank in the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the images are not displayed due to communication failure caused by cable failure. The cause of the cable failure could not be determined. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the 4k camera head had displayed a rainbow colored image due to the optical fibers being potentially broken. The issue was found during preparation for a laparoscopic procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following observation was made; the white balance, endoscopic image, dead pixel defect, switch functions, and focus functions all passed when a functioning cable was used. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation.